Manufacturer narrative:
The surgical technician set the scissor on the back table following the reported event. During the surgery, the doctor retrieved the scissor from the back table and observed the tip to be missing. The doctor did not use the instrument during the patient procedure. Out of an abundance of caution, the doctor requested the patient receive an x-ray to confirm no piece of the scissor was present. The x-ray confirmed no piece of the scissor was present. The scissor was sent back for evaluation following the reported event. The original manufacturer evaluated the scissor and stated the breakage could be attributed to wear or misuse of the instrument. During the investigation process ¿pitting¿ of the instrument was observed as well. The ¿pitting¿ on the instrument was not at the site of the breakage point. The ¿pitting¿ observed can be attributed to improper rinsing practices following the original use of the instrument. Due to the tip breakage on the scissor, the instrument was removed from use circulation.

Event description:
The user facility reported a surgical technician observed the tip from their tenotomy scissor was missing prior to use.